Manufacturer narrative:
An event regarding malposition involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the components were not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation for this event is possible at this time as devices were not returned and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had left knee revision due to mechanical complications. December 11, 2014: the sales rep indicated that the patient was revised due to malrotation of the components.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had left knee revision due to mechanical complications. The sales rep indicated that the patient was revised due to malrotation of the components.